Event description:
It was reported that the device dependent patients right ventricular lead exhibited intermittent lead noise. Programming changes were discussed but not yet performed. No further information was available.